Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracic surgery, the first powered stapler, with black reload, initial firing, fired but wouldn't open. The manual override was used to remove the device from tissue. A second like powered stapler was tried, with a black reload, fired but wouldn't open. The manual override was used to remove the second device from tissue. An ec60a was tried as the third device, black reload, fired on the initial firing but the jaws wouldn't open. The doctor wasn't able to remove the device from tissue. An additional two ec60a staplers with black reloads were used to staple around the ec60a that was stuck on tissue, to remove the device. An ec45a was used to continue the procedure. The customer indicated the ec45a also encountered issues but it wasn't specified. Six staplers will be returned by the customer. There were no patient consequences reported.